Event description:
Reporter stated the customer has experienced hyperglycemia of up to 30.0 mmol/l, and she believes the insulin delivery of the infusion device is too low. The infusion device has displayed several e4 occlusion errors when there is 1.3-1.4 ml left in the cartridge, and she has been able to resolve the errors by changing the cartridge, adapter, and infusion set. No adverse event was reported. The alleged products were requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).